Event description:
Account alleged that the head of the bed is drifting down when head down is depressed. No alleged injuries.

Manufacturer narrative:
Account replaced the valve solenoid for the head up and head down valves to repair.